Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator device. The manufacturer previously received information alleging a ventilator's sound abatement foam became degraded. The patient alleged difficulty breathing/short of breath and also developed aspiration pneumonia and was hospitalized. This notification and its severity was reviewed by the pms clinical expert due to a patient reporting aspiration pneumonia, for which they were hospitalized. Based on information available at the time of this review, this event is not assessable for injury severity or relatedness to the device. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h7, h9 were missed to capture in initial report and were updated in this report and section h6 was updated in this report.

Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded. The patient developed aspiration pneumonia and was hospitalized. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.